Event description:
It was reported that the breathing mask arrived deflated, requiring reinflation prior to use. The issue was discovered upon opening. No injury or intervention required.

Manufacturer narrative:
Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual inspection and functional testing was performed. Visual inspection found no issues. Functional testing observed the mask retained inflation four weeks after starting inflation testing. The sample was forwarded to the supplier for awareness of the reported issue. Should additional information be returned pertinent to the investigation a supplemental report will be filed. D4 UDI number and g5 are unknown, no product information has been provided to date.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual inspection and functional testing was performed. Visual inspection found no issues. Functional testing observed the mask retained inflation four weeks after starting inflation testing. The sample was forwarded to the supplier for awareness of the reported issue. Should additional information be returned pertinent to the investigation a supplemental report will be filed. D4 UDI number and g5 are unknown, no product information has been provided to date.